Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was a lack of efficacy with the therapy since implant. The patient reported not feeling stimulation where she needs it. The patient needs stim in her left rib/back/breast, but the stimulation was in her legs which she did not like. Impedances were within normal limits. The rep attempted to reprogram to capture painful areas, but the rep was unable to do so successfully. The rep spoke to the healthcare provider (hcp) and the hcp ordered x-rays to confirm lead placement. The rep said they will see the patient on (B)(6) 2018. Additional information was received from a manufacturer representative (rep). It was reported that the hcp pulled up the patient's x-rays and the lead tips appeared to be t3/4 interspace, unchanged from the implant location. The patient was placed on hd stimulation with cycling 15 minute on/off. No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported that the lack of efficacy and stimulation being in the wrong location were resolved by using hd programming as far as the rep was aware. The rep said the lead placement does not appear to be the s ame as patients trial. The patient has primarily left sided pain, and a lot of the stimulation with permanent system is on the right side and in her legs. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for explant on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the patient had their system explanted on (B)(6) 2018. The implantable neurostimulator (ins) was overdischarged. The patient had not used it in months and did not want something in their body that they did not use. The device was in possession of the hospital. It was confirmed that the hospital would give the device to the manufacturer representative who would then mail it in for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies. The battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.